Manufacturer narrative:
The foreign material condition was confirmed on the product received. There are procedures and controls in place to mitigate the occurrence of foreign material. As per risk document likely root causes are: manufacturing/assembly error; incorrect or inadequate packaging; severe shipping conditions; user error in not properly inspecting unit prior to use. The unit was received open so foreign material entry could have happened during use. With the evidence at hand, though, the most likely root cause is manufacturing/assembly error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a foreign body inside of the sterile packaging upon opening.

Event description:
It was reported that there was a foreign body inside of the sterile packaging upon opening.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.